Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported that the patient had experienced withdrawal symptoms. Over the past few months, the patient required therapeutic boluses at refill due to increased pain. A study was performed (date not reported) and the catheter appeared normal. The pump was programmed to deliver dilaudid/bupivicaine/clonidine (20mg/ml) at 16 mg/day. The pump was not alarming. During pump replacement, the catheter connector was found to be leaking. A new pump was implanted, the catheter remained implanted; a new connector was attached; and the pump was programmed to deliver dilaudid (concentration not specified) at a rate of 12 mg/day. One week post-op the patient was getting good pain relief with no boluses required.